Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that false positive bd bactec¿ mgit¿ 960 system. Repeat testing was performed. No patient impact was reported the following information was provided by the initial reporter: indicated that on multiple occasions this instrument has provided discrepancies where three samples from the same patient shows a positive and two negatives indicated that the instrument shows no errors.

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n 445870, (B)(6)). T a field service engineer (fse) was dispatched to inspect the instrument. The fse inspected the instrument and found no issues. Calibration replacement. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of june. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. This complaint will be included in the periodic trend review. Per baltrm-mgit320_960-aph revision 5, the hazard associated with this complaint is false positive, which is an s3; reference row ID 2.1.

Event description:
It was reported by the customer that false positive bd bactec¿ mgit¿ 960 system. Repeat testing was performed. No patient impact was reported the following information was provided by the initial reporter: indicated that on multiple occasions this instrument has provided discrepancies where three samples from the same patient shows a positive and two negatives indicated that the instrument shows no errors.